Manufacturer narrative:
Model number: 720185-01. Lot number: 1000209286. Model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to an infection around the pump and reservoir. After the implant was removed, irrigation and a wash out was performed to treat the infection. The surgeon did a culture but it is not known what type of infection the patient had. The patient is expected to fully recover.